Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was tested using the system and the unit energized, cauterized and recognized instruments no issues. Upon visual inspection there were no issues found that would be related to the reported event. The iesu will be returned to the original equipment manufacturer.

Event description:
It was reported that during a da vinci-assisted bariatrics surgical procedure, energy was not working and monopolar cord shows red with question mark and changed cable and instrument twice however it was still getting a red question mark. Site tried rebooting erbe but no luck. Technical support engineer (tse) viewed logs but did not find any related errors and perform hard power cycle on erbe but was not sure if this resolved. Field service engineer (fse) to follow up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted issue was fixed with field service engineer (fse). The procedure was completed robotically and the esu/generator was not used.